Event description:
Intended use: the vitek® 2 system is intended for the automated quantitative or qualitative antimicrobial susceptibility testing of isolated colonies for most clinically significant aerobic gram-negative bacilli, staphylococcus spp., enterococcus spp., streptococcus spp., and yeast. The vitek® 2 system is also intended for the automated identification of most clinically significant anaerobic organisms and corynebacterium species, fermenting and nonfermenting gram-negative bacilli, gram-positive organisms, fastidious organisms, and yeasts and yeast-like organisms. Issue description: a customer in thailand notified biomérieux that they were unable to view the final result for one (1) isolate. When the customer attempted to view the result an error was obtained. The customer was unable to resolve this issue and performed repeat testing of the isolate resulting in a delay of results. Gcs (global customer support) confirmed that this issue can be resolved by cycling power on the vitek 2 pc. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation will be initiated.

Manufacturer narrative:
Nv-14122 was initiated in response to a customer complaint from thailand, case (B)(4), reported on 23oct2022, in association with a vitek® 2 xl instrument (serial number (B)(6)) and software version vtk2 v9.03.3. The customer encountered a popup error message when opening an isolate: "ise - error occurred unable to retrieve isolate. Isolate may be deleted." The ID result is visible in the worklist view, but the ast result cannot be viewed. It was determined that the root cause of the ise is a software design issue in the java code of the vitek® 2 software versions 9.0x. It occurs when the system attempts to look up a string description of an ID note before the ID note map has been fully loaded into system memory. If the ID notes map has not been fully initialized in memory, the ID engine will fail to retrieve the note. This produces the ise which prevents the customer from viewing the isolate (both the ID and ast results). No corrective or preventive actions were identified. The software team identified a proposed workaround for the ID notes ise. Customers experiencing the ID notes ise can close and reopen the vitek® 2 web client to resolve the issue. After reopening, the system will not produce another ise for the affected isolate. Once the ID note map is fully initialized in memory, subsequent lookups will be successful. The issue will be addressed by the software team in a future release of the vitek® 2 software.

Event description:
Intended use: the vitek® 2 system is intended for the automated quantitative or qualitative antimicrobial susceptibility testing of isolated colonies for most clinically significant aerobic gram-negative bacilli, staphylococcus spp., enterococcus spp., streptococcus spp., and yeast. The vitek® 2 system is also intended for the automated identification of most clinically significant anaerobic organisms and corynebacterium species, fermenting and nonfermenting gram-negative bacilli, gram-positive organisms, fastidious organisms, and yeasts and yeast-like organisms. Issue description: a customer in thailand notified biomérieux that they were unable to view the final result for one (1) isolate. When the customer attempted to view the result an error was obtained. The customer was unable to resolve this issue and performed repeat testing of the isolate resulting in a delay of results. Gcs (global customer support) confirmed that this issue can be resolved by cycling power on the vitek 2 pc. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation will be initiated.